Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased blood glucose. The blood glucose was 20 mmol/l. [Blood glucose increased] no medication was injected [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "increased blood glucose. The blood glucose was 20 mmol/l.(blood glucose increased)" with an unspecified onset date, "no medication was injected(device failure)" with an unspecified onset date, and concerned a 66 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", dosage regimens: novopen 4: current condition: type 2 diabetes mellitus. On an unknown date patient blood glucose level was increased to 20 mmol/l as it seems that no medication was injected into the patient's body on an unknown date patient was hospitalized to adjust the blood glucose level (duration of hospitalisation was not reported). Batch numbers: novopen 4: unknown. Action taken to novopen 4 was not reported. The outcome for the event "increased blood glucose. The blood glucose was 20 mmol/l.(blood glucose increased)" was not reported. The outcome for the event "no medication was injected(device failure)" was not reported. No further information available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: investigation result: no investigation was possible, because neither sample nor batch number was available. Since last submission following were updated: -imdrf b,c,d and g codes were added -relevant fields updated in EU/ca tab -investigation result was added -case narrative updated accordingly. Final manufacturer's comment: on 29-jan-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying medical condition of type 2 diabetes mellitus are significant risk factors for the development of hyperglycaemia.